Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a rcr procedure, the self-capture jaw of the firstpass broke off when passing the suture through the joint. The broken pieces were retrieved from the patient using a grasper. The procedure was completed with a smith and nephew back up device. There was a delay of 5 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided images was performed and found an arthroscopic image and a picture of the device on a table, showing that the suture trap broke off from the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of excessive force to the device, tissue thickness and/or damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.